Manufacturer narrative:
Correction to h6 evaluation conclusion codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied due to the reservoir migration and the patient developing supersonic transporter deformity (sst). The ipp was explanted and there were no additional patient complications reported.

Manufacturer narrative:
Correction to h6 patient codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied due to the reservoir migration and the patient developing supersonic transporter deformity (sst). The ipp was explanted and there were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied due to the reservoir migration and the patient developing supersonic transporter deformity (sst). The ipp was explanted, and there was no additional patient complications reported.